Event description:
It was reported that the valve was after an implant duration of approximately 6 years and 5 months due to a perivalvular leak (pvl). Per the op report, this patient has a complex past medical and surgical history. He was referred due to what appeared to be an aortic pvl after having undergone aortic valve replacement in 2006 for endocarditis. On preoperative evaluation, which included cardiac catheterization and transthoracic echo, it appeared the patient has a large pseudoaneurysm in the lv outflow tract between the native aortic valve annulus and the mitral valve annulus. This was approximately a 2 x 2 cm cavity overlying the dome of the left atrium. He was also known to have an ascending aortic aneurysm which extended into the arch. The previously placed pericardial valve was explanted without incident and replaced with another edwards bioprosthetic valve. Repair of the aortic root pseudoaneurysm was also performed. Intraoperative examination of the newly seated valve showed excellent valve function with no pvls. The patient tolerated the procedure well with no operative complications.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. The patient was reported to have (B)(6); therefore, the explanted device was not requested for analysis, due to the risk of infection. Unfortunately, there is insufficient information to conclusively determine the root cause of the pvl. No further actions are possible.